Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal aa martinez, j cuenca, a herrera, philos plate fixation for proximal humeral fractures, journal of orthopaedic surgery (2009) 17(1)pages 10-14 (spain). The purpose of the study is o evaluate the efficacy of proximal humeral internal locking system (philos) plate fixation for proximal humerus fractures. Between september 2004 and march 2006, with 31 men and 27 women aged 36 to 73 with a mean age of 61 years (table 1) underwent philos plate fixation were treated with unknown synthes proximal humeral internal locking system (philos) plate and unknown screws, patients were evaluated and followed up for 12 to 18 months. The following complications were reported as follow: 1 patient had malunion. 5 patients complained of impingement symptoms on abduction. This report is for an unknown proximal humeral internal locking system (philos) plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.